Manufacturer narrative:
Pump received with severe scratched lcd window. Test reservoir lock properly inside the reservoir tube. Unit passed displacement test.

Event description:
Information received by medtronic indicated that there was scratches on the insulin pump screen. It was stated that the insulin pump screen was not readable. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.